Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level that was displayed as "high", although a specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer addressed bg with a correction bolus from the pump. Customer updated their settings to address the event.